Event description:
It was reported that the bd plastipak¿ seringa hipodermica s had scale marking issues. The following information was provided by the initial reporter, translated from portuguese to english: syringe with irregular markings, when the correct amount is aspirated, it remains in the syringe 4ui, and the correct amount of medicine is not administered to the patient, thus interfering with treatment.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd plastipak¿ seringa hipodermica s had scale marking issues. The following information was provided by the initial reporter, translated from portuguese to english: syringe with irregular markings, when the correct amount is aspirated, it remains in the syringe 4ui, and the correct amount of medicine is not administered to the patient, thus interfering with treatment.

Manufacturer narrative:
H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.